Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose levels, therefore the patient attempted to deliver a correction bolus, ate food, as she thought that she might had experienced a low blood glucose, as she did not had a blood glucose meter or continuous glucose monitoring available to provide current blood glucose level. Reportedly, the patient went to the emergency room with blood glucose level of over 500 mg/dl but below 600 mg/dl and had ketones. The patient was unsure about the ketone level as dangerous/life threatening. She stayed in the emergency room for approximately 1 hour and received insulin intravenously and nausea medicine, but she felt the same and had no changes. Her blood glucose level was approximately 400 mg/dl, when she left the emergency room. Subsequently, on (B)(6) 2019, she was admitted to the hospital where she experienced skin irritation with infusion set site, and when the cannula was removed from her body, it was noticed that the cannula was bent and needle on infusion set was bent. The infusion had been in use for about one day. During hospitalization, she received insulin intravenously and nausea medicine as corrective treatment which resolved the issue. Moreover, the patient was released on (B)(6) 2019 and had no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.